Manufacturer narrative:
Pump received with broken reservoir tube lip and missing the black o ring noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test, basic occlusion test and occlusion test to verify motor error due to reservoir lip broken. Pump passed rewind test, prime/a33 test and excessive no delivery test. (B)(4).

Event description:
Information received by medtronic indicated that the reservoir lip ring was broken. Customer also stated that motor keeps stuck and insulin pump received no delivery alarm. Customer stated reservoir was able to lock in place when inserted into the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.